Event description:
(B)(4). After placement in (B)(6) 2009 I started having left side pain which led to vaginsl ultrasound showing left ovary has issues and uterus is 3xs bigger than should be. Also diagnosed with hypothyroidism and low vitamin d soon after. Degenerative disc disease and odteoarthritis and I am only (B)(6) right now. Hair is falling out not in clumps but strands. Pain in stomach 2 weeks before periods getting worse.